Event description:
It was reported that the usb port was broken, preventing the pump from being plugged in. There was no reported impact to the customer¿s blood glucose level. The pump is being returned, and a replacement pump was issued to the customer.